Event description:
It was reported a cartridge alarm 30 occurred during a load process. There was no reported adverse impact to the customer's blood glucose. Customer did not share what type of backup therapy would be used to maintain insulin delivery.